Manufacturer narrative:
(B)(4). The micropituitary superior shaft tip is broken off at the center of the jaw pivot pin forward. The pin and broken off portion of the shaft are missing and not returned for analysis. Optical examination reveals a fairly brittle fracture surface. The location, direction, and amount of force required in order induce fracture of the shaft is consistent with application of excessive force, resulting in the foregoing event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the top piece of the two articulating halves on the shaft of the instrument was separated from the bottom piece during a lumbar decompression procedure. No patient complication was reported.